Event description:
New information noted that the lead was repositioned on (B)(6) 2015. The patient's condition was stable post procedure.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2015 not repositioned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing pocket stimulation. Device interrogation revealed the right ventricular lead exhibited low impedance resulting in polarity switch. The thresholds on the lead increased when programmed back to bipolar mode to avoid pocket stimulation; an insulation anomaly was suspected. The patient was stable post event.